Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event. The fse replaced the surgeon side console (ssc) viewer. After starting the system following the viewer replacement, error 23002 was noted, indicating an issue with the ergo2 tilt. The fse attempted to calibrate the ergo2 tilt, but the error was not resolved. The fse then replaced the manipulator controller ergo distal (mced), but the issue persisted. Upon further investigation, a calibration issue with the viewer was identified. The fse replaced the viewer, and after performing calibration, the issue was resolved. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that the system was faulting with error 319 shortly after startup, and the customer had already attempted to power cycle the system without success. A log review showed error 319 originating from the second surgeon console sdch2 node. The customer was then instructed to shut down the system, disconnect the blue fiber cable from the second surgeon console, and restart the system. After this, the system restarted without error, and the customer proceeded with cases using a single console. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The ssc viewer serial no (B)(6) was returned and evaluated by the failure analysis (fa) team. During failure analysis, the reported issue was replicated and confirmed. Checked lighthouse and found that error 23002 had occurred, indicating an encoder error, confirming reported event. Performed visual inspection and found no problem related to reported issue. Installed viewer on an internal eft system and received error 23002 upon startup, replicating reported event. Checked the diagnostic app and found that error 23002 points to the ergo headrest primary motor encoder. Tested encoder using a multimeter and noticed resistance on the connection pins. Potential root cause may be the motor encoder cable.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The surgeon side console (ssc) viewer serial number 10721649 has been returned and evaluated by the failure analysis (fa) team. During failure analysis, visual inspection was performed and found nothing related to reported issue. Checked lighthouse/aperture and confirmed error 319 had occurred. Installed viewer on an internal equipment, fixture, or tool (eft) system and viewer functioned as designed. Power cycled several times and received no errors. Unable to replicate reported issue during system testing. Root cause cannot be determined at this time.